Manufacturer narrative:
The technician replaced the power supply board to repair the bed.

Event description:
Information received indicates the bed has no power due to fluid ingress onto the power supply board.